Event description:
It was reported that during a total gastrectomy procedure, there was an anastomotic leak. The blood leaked in the esophagus. The pt passed away at 4 days after the surgery. It is believed the direct cause of pt's death was due to severe blood loss because of the left gastric arteriorrhexis. Dr said it seemed artery burst because of infection by the anastomotic leak. There were no reported quality issue with the device during the procedure and it was unknown if a leak test was performed during the procedure. It is unknown if an autopsy was performed.